Manufacturer narrative:
Result: faulty scale due to a smashed footboard connector.

Event description:
It was reported by service report that the scale would not zero, and the footboard was smashed through the bottom. No patient involvement or adverse consequences were reported.